Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead had non-conversion of ventricular tachycardia (vt) or ventricular fibrillation (vf). Additional information received and indicated that this rv lead was dislodged. In addition, the cause of high defibrillation threshold (dft) was unknown and there was no single issue attributed to lead. Patient suffered ventricular tachycardia (vt) in field and was not rescued by device and was converted with external defibrillation. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.